Event description:
Baxter received a complaint from a facility involving the automix 3+3 compounder. According to the facility, the device?s auto-calibration key on the control module is not working at all. Unit is being swapped. There was no patient impact. There was no patient involvement. No medical intervention. No further information was available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622.

Manufacturer narrative:
(B)(4). Device evaluation: the reported issue of an automix 3+3 compounder with keypad failure - no response was confirmed during visual examination. The root cause has not been determined at this time. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A follow-up report will be filed if any additional details become available.

Manufacturer narrative:
(B)(4). Sample evaluation: the reported issue of an automix 3+3 compounder with the auto-calibration key on the control module is not operating was confirmed during service by baxter personnel. The problem was also duplicated in service. The root cause was determined to be fluid intrusion. Service did not replace any parts since the device is a stay in unit. Additional information: this issue is being investigated through CAPA.